Manufacturer narrative:
The investigation was completed on 04-may-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device (B)(6) number, and no internal actions to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with smart ablate irrigation tube set. When attempting to flush the smart ablate irrigation tube set from the ngen¿ monitor, it was noticed that there was no high or low flow option displayed. The smartablate irrigation tube set was flushed without resolution. The smartablate irrigation tube set was replaced and the issue was resolved. The procedure continued with no further issues. There was no patient consequence reported. Attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 31-mar-2026 which indicated the product was discarded and not available for return. Since the device has been reported as discarded, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. H4. Device manufacture date has been added on 09-apr-2026. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).